Manufacturer narrative:
(B)(4). 3004753838-2025-146680 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 1/27/2026 and it was determined this complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the ni on (B)(6) 2025. No product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection due to a broken sensor wire. The probable cause could not be determined. No injury or medical intervention was reported.